Manufacturer narrative:
(B)(4). Batch # n54a9r. The analysis found that one psee60a device was returned sterile and with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a left upper lobectomy procedure, on an unknown firing with a green reload and synovis peri-strips buttressing material, the device was fired and the knife advanced about half way. Knife reverse was used to return the knife and release the device. The device did cut and staple, but the cutline and staple line were about half the expected length. There were no issues with staple formation. The next firing with a new green reload and synovis peri-strips buttressing material, the device was fired across the bronchus. The device fully fired and when removed, the surgeon noticed that the distal most staples were not fully formed. They were d-shaped rather than b-shaped. Another device of the same product code was used with another green reload to complete the bronchus transection. There were no adverse consequences for the patient.